Event description:
Manufacturer received report of infusion pump explant and replacement after an implant duration of 43 months due to pump pocket revision, and patient preference for newer model. The explanted pump was returned to the manufacturer for analyisis.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.